Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a time /date. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation follow-up #2: the device was returned to animas and evaluated by product analysis on 05/19/2015 with the following results: time and date was accurately set at start of investigation. Pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. It was confirmed on the bench when the battery was reinserted after 6 hours without power, the time and date did reset to 12:00 am (B)(6) 2008. Removed pump case and disassembled pump. Visual inspection shows internal battery leaking. Black box shows one occurrence of time and date defaulting within the 24 hour specification.